Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/migration of essure device location of device: uterus."), pelvic pain ("severe pelvic pain/ chronic pelvic pain"), menorrhagia ("menstrual hemorrhaging / menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and genital haemorrhage ("heavy and irregular bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill from 2000 to april 2008 and asthma. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included fexofenadine (allegra), gastrografin (renografin), salbutamol sulfate (proair hfa), seretide (advair) and telmisartan (micardis). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2009), surgery (total abdominal hysterectomy on (B)(6) 2009), surgery (d&c, endometrial ablation on (B)(6) 2008) and surgery (d&c, endometrial ablation on (B)(6) 2008). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, female sexual dysfunction, fatigue, nausea, urinary tract infection, dysmenorrhoea, abdominal pain, depression and anxiety outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported essure removal on 30sep2008 medical records: total hysterectomy on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: migration of essure device (B)(6) 2009 - pathology reports: diagnosis: uterus, total hysterectomy: uterus showing changes consistent with endometrial oblation and focal residual I n a c t I v e appearing endometrium with tubal metaplasia. Cervix showing focal s t e n o s I s and focal squamous metaplasia specimen ( s ) received uterus pre -post operative diagnosis pelvic pain , pelvic adhesive disease , failed novasure gross description: the serosal surface of the uterus is pink orange and smooth .the ecto cervix is tan white and smooth and measures 3.4 x 2 cm with a slit - like os that is partially stenotic . The specimen. Is bivalved to reveal a partially patent endo cervical canal measuring 2.7 cm in length . The uterine cavity measures 3.5 x 0 . 8 cm and is filled with tan ¿ yellow pasty material . The specimen is further serially sectioned to reveal no apparent endometrium. On (B)(6) 2008, hysterosalpingogram test showed, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received - new event "depression, mental anguish" were added. Historical conditions and concomitant medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation") and menorrhagia ("menstrual hemorrhaging") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (on unspecified date, patient underwent a hysterectomy due to complications from the essure). At the time of the report, the uterine perforation, menorrhagia and pelvic pain outcome was unknown. The reporter considered menorrhagia, pelvic pain and uterine perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/migration of essure device location of device: uterus."), pelvic pain ("severe pelvic pain/ chronic pelvic pain"), menorrhagia ("menstrual hemorrhaging / menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and genital haemorrhage ("heavy and irregular bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control pill from 2000 to april 2008 and asthma. Previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included fexofenadine (allegra), gastrografin (renografin), salbutamol sulfate (proair hfa), seretide (advair) and telmisartan (micardis). In (B)(6) 2006, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2009),surgery (d&c, endometrial ablation on (B)(6) 2008) .essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, female sexual dysfunction, fatigue, nausea, urinary tract infection, dysmenorrhoea, abdominal pain, depression and anxiety outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported essure removal on (B)(6) 2008. Medical records: total hysterectomy on (B)(6) 2009. Discrepancy noted in date of insertion - (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: migration of essure device (B)(6) 2009 - pathology reports: diagnosis: uterus, total hysterectomy: uterus showing changes consistent with endometrial oblation and focal residual I n a c t I v e appearing endometrium with tubal metaplasia. Cervix showing focal stenosis and focal squamous metaplasia. Specimen ( s ) received: uterus. Pre - post operative diagnosis: pelvic pain , pelvic adhesive disease , failed novasure gross description: the serosal surface of the uterus is pink orange and smooth .the ecto cervix is tan white and smooth and measures 3.4 x 2 cm with a slit - like os that is partially stenotic . The specimen. Is bivalved to reveal a partially patent endo cervical canal measuring 2.7 cm in length . The uterine cavity measures 3.5 x 0 . 8 cm and is filled with tan ¿ yellow pasty material . The specimen is further serially sectioned to reveal no apparent endometrium . On (B)(6) 2008, hysterosalpingogram test showed, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-oct-2018: information transferred from deletion case (B)(4) - lawyer were added. Date of insertion updated from deletion case (B)(6) 2008 to (B)(6) 2006. All source documents and reference section were transferred to this case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/migration of essure device location of device: uterus\1 coil was out in the uterus'), pelvic pain ('severe pelvic pain/ chronic pelvic pain'), menorrhagia ('menstrual hemorrhaging / menorrhagia/abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal vaginal bleeding') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and morbid obesity. Previously administered products included for an unreported indication: pills from 2000 to (B)(6) 2008, acetaminophen and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included budesonide;formoterol fumarate (symbicort), codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, fexofenadine hydrochloride (allegra), fluticasone propionate;salmeterol xinafoate (advair), meglumine amidotrizoate;sodium amidotrizoate (renografin), montelukast sodium (singulair), nsaids from (B)(6) 2008 to (B)(6) 2008, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2008, salbutamol sulfate (proair hfa) and telmisartan (micardis). In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), back pain ("back pain/lower back area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced depression ("psychological and psychiatric problems-condition: depression") and anxiety ("psychological and psychiatric problems-condition: mental anguish"). On an unknown date, the patient experienced scar ("complications from your essure removal procedure:major scarring"). The patient was treated with clonazepam (klonopin), sertraline hydrochloride (zoloft) and surgery (d&c, endometrial ablation, total abdominal hysterectomy,surgical removal of coils and total abdominal hysterectomy,surgical removal of coils with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, female sexual dysfunction, dysmenorrhoea and scar outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, fatigue, nausea, urinary tract infection and vaginal discharge had resolved, the back pain and abdominal pain was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, scar, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported essure removal on (B)(6) 2008 medical records: total hysterectomy on (B)(6) 2009. Discrepancy noted in date of insertion- (B)(6) 2008. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: apr2008 discrepancy noted in removal date previously reported as: (B)(6) 2009. In current follow up reported as: 30-sep-2008. Discrepancy noted in removal date: previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2009. Discrepancy noted as per pfs: insertion date as per current fu: (B)(6) 2008 and essure confirmation test was done on same day. Current weight as of (B)(6) 2019: 215 lbs. Approximate weight at the time of essure placement 125 lbs. Received treatment for-pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; in (B)(6) 2008: result:perforation (uterus) , migration of essure device.. Pathology test - on (B)(6) 2009: pathology reports: diagnosis: uterus, total hysterectomy: uterus showing changes consistent with endometrial oblation and focal residual I n a c t I v e appearing endometrium with tubal metaplasia. Cervix showing focal stenosis and focal squamous metaplasia specimen ( s ) received uterus pre -post operative diagnosis pelvic pain , pelvic adhesive disease , failed nova sure gross description: the serosal surface of the uterus is pink orange and smooth .the ecto cervix is tan white and smooth and measures 3.4 x 2 cm with a slit - like os that is partially stenotic . The specimen. Is bivalved to reveal a partially patent endo cervical canal measuring 2.7 cm in length . The uterine cavity measures 3.5 x 0 . 8 cm and is filled with tan ¿ yellow pasty material . The specimen is further serially sectioned to reveal no apparent endometrium .. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/migration of essure device location of device: uterus\1 coil was out in the uterus'), pelvic pain ('severe pelvic pain/ chronic pelvic pain'), menorrhagia ('menstrual hemorrhaging / menorrhagia/abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal vaginal bleeding') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and morbid obesity. *(B)(6) 2009 - pathology reports: diagnosis: uterus, total hysterectomy: uterus showing changes consistent with endometrial oblation and focal residual inactive appearing endometrium with tubal metaplasia. Cervix showing focal stenosis and focal squamous metaplasia specimen ( s ) received. Uterus: pre - post operative diagnosis pelvic pain , pelvic adhesive disease , failed nova sure. Gross description: the serosal surface of the uterus is pink orange and smooth .the ecto cervix is tan white and smooth and measures 3.4 x 2 cm with a slit - like os that is partially stenotic . The specimen. Is bivalved to reveal a partially patent endo cervical canal measuring 2.7 cm in length . The uterine cavity measures 3.5 x 0 . 8 cm and is filled with tan ¿ yellow pasty material . The specimen is further serially sectioned to reveal no apparent endometrium . On (B)(6) 2008, hysterosalpingogram test showed, total bilateral occlusion. Previously administered products included for an unreported indication: pills from 2000 to (B)(6) 2008, acetaminophen and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included budesonide;formoterol fumarate (symbicort), codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, fexofenadine hydrochloride (allegra), fluticasone propionate;salmeterol xinafoate (advair), meglumine amidotrizoate;sodium amidotrizoate (renografin), montelukast sodium (singulair), nsaids from (B)(6) 2008, paracetamol (acetaminophen) from (B)(6) 2008, salbutamol sulfate (proair hfa) and telmisartan (micardis). In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), back pain ("back pain/lower back area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced depression ("psychological and psychiatric problems-condition: depression") and anxiety ("psychological and psychiatric problems-condition: mental anguish"). On an unknown date, the patient experienced scar ("complications from your essure removal procedure:major scarring"). The patient was treated with clonazepam (klonopin), sertraline hydrochloride (zoloft) and surgery (d&c, endometrial ablation, total abdominal hysterectomy,surgical removal of coils and total abdominal hysterectomy,surgical removal of coils with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, female sexual dysfunction, dysmenorrhoea and scar outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, fatigue, nausea, urinary tract infection and vaginal discharge had resolved, the back pain and abdominal pain was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, scar, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported essure removal on (B)(6) 2008. Medical records: total hysterectomy on (B)(6) 2009. Discrepancy noted in date of insertion - (B)(6) 2008. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date previously reported as: (B)(6) 2009. In current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date: previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2009. Discrepancy noted as per pfs: insertion date as per current fu: (B)(6) 2008 and essure confirmation test was done on same day. Current weight as of (B)(6) 2019: 215 lbs. Approximate weight at the time of essure placement 125 lbs. Received treatment for-pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; in (B)(6) 2008: result:perforation (uterus) , migration of essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/migration of essure device location of device: uterus."), pelvic pain ("severe pelvic pain/ chronic pelvic pain"), menorrhagia ("menstrual hemorrhaging / menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and genital haemorrhage ("heavy and irregular bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: acetaminophen and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2009) and surgery (d&c, endometrial ablation on (B)(6) 2008). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, female sexual dysfunction, fatigue, nausea, urinary tract infection, dysmenorrhoea and abdominal pain outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported essure removal on (B)(6) 2008. Medical records: total hysterectomy on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: migration of essure device. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet and medical record received: reporters, patient demographic, concomitant disease, essure removal date (B)(6) 2008, events (urinary tract infection. Apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, abdominal pain, abnormal vaginal bleeding) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/migration of essure device location of device: uterus\1 coil was out in the uterus'), pelvic pain ('severe pelvic pain/ chronic pelvic pain'), menorrhagia ('menstrual hemorrhaging / menorrhagia/abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal vaginal bleeding') and genital haemorrhage ('heavy and irregular bleeding') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. * (B)(6) 2009 - pathology reports: diagnosis: uterus, total hysterectomy: uterus showing changes consistent with endometrial oblation and focal residual I n a c t I v e appearing endometrium with tubal metaplasia. Cervix showing focal s t e n o s I s and focal squamous metaplasia specimen ( s ) received uterus pre -post operative diagnosis pelvic pain , pelvic adhesive disease , failed nova sure gross description: the serosal surface of the uterus is pink orange and smooth .the ecto cervix is tan white and smooth and measures 3.4 x 2 cm with a slit - like os that is partially stenotic . The specimen. Is bivalved to reveal a partially patent endo cervical canal measuring 2.7 cm in length . The uterine cavity measures 3.5 x 0 . 8 cm and is filled with tan ¿ yellow pasty material . The specimen is further serially sectioned to reveal no apparent endometrium . On (B)(6) 2008, hysterosalpingogram test showed, total bilateral occlusion. Previously administered products included for an unreported indication: pills from 2000 to (B)(6) 2008, acetaminophen and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included budesonide;formoterol fumarate (symbicort), codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, fexofenadine hydrochloride (allegra), fluticasone propionate;salmeterol xinafoate (advair), meglumine amidotrizoate;sodium amidotrizoate (renografin), montelukast sodium (singulair), nsaids from (B)(6) 2008, paracetamol (acetaminophen) from (B)(6) 2008, salbutamol sulfate (proair hfa) and telmisartan (micardis). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain/lower back area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), depression ("psychological and psychiatric problems-condition: depression") and anxiety ("psychological and psychiatric problems-condition: mental anguish"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced scar ("complications from your essure removal procedure:major scarring"). The patient was treated with surgery (d&c, endometrial ablation and total abdominal hysterectomy,surgical removal of coils). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, female sexual dysfunction, fatigue, nausea, urinary tract infection, dysmenorrhoea, depression, anxiety, vaginal discharge and scar outcome was unknown, the pelvic pain, back pain and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, scar, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported essure removal on (B)(6) 2008 medical records: total hysterectomy on (B)(6) 2009 discrepancy noted in date of insertion- (b)96) 2008 discrepancy noted in insertion date. Previously reported as: (B)(6) 2006 in current follow up reported as: (B)(6) 2008 discrepancy noted in removal date previously reported as: (B)(6) 2009 in current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date: previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2009. Discrepancy noted as per pfs: insertion date as per current fu: (B)(6) 2008 and essure confirmation test was done on same day. Current weight as of (B)(6) 2019: 215 lbs. Approximate weight at the time of essure placement 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; in (B)(6) 2008: result:perforation (uterus), migration of essure device.. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Events: vaginal discharge and major scarring were added. Essure removal date was updated. Lab data and concomitant drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/migration of essure device location of device: uterus\1 coil was out in the uterus'), pelvic pain ('severe pelvic pain/ chronic pelvic pain'), menorrhagia ('menstrual hemorrhaging / menorrhagia/abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal vaginal bleeding') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and obesity. (B)(6) 2009 - pathology reports: diagnosis: uterus, total hysterectomy: uterus showing changes consistent with endometrial oblation and focal residual I n a c t I v e appearing endometrium with tubal metaplasia. Cervix showing focal s t e n o s I s and focal squamous metaplasia specimen ( s ) received uterus pre -post operative diagnosis pelvic pain , pelvic adhesive disease , failed nova sure gross description: the serosal surface of the uterus is pink orange and smooth .the ecto cervix is tan white and smooth and measures 3.4 x 2 cm with a slit - like os that is partially stenotic . The specimen. Is bivalved to reveal a partially patent endo cervical canal measuring 2.7 cm in length . The uterine cavity measures 3.5 x 0 . 8 cm and is filled with tan ¿ yellow pasty material . The specimen is further serially sectioned to reveal no apparent endometrium . On (B)(6) 2008, hysterosalpingogram test showed, total bilateral occlusion. Previously administered products included for an unreported indication: pills from 2000 to april 2008, acetaminophen and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included budesonide;formoterol fumarate (symbicort), codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, fexofenadine hydrochloride (allegra), fluticasone propionate;salmeterol xinafoate (advair), meglumine amidotrizoate;sodium amidotrizoate (renografin), montelukast sodium (singulair), nsaids from (B)(6) 2008, paracetamol (acetaminophen) from (B)(6) 2008, salbutamol sulfate (proair hfa) and telmisartan (micardis). In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), back pain ("back pain/lower back area"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced depression ("psychological and psychaitric problems-condition: depression") and anxiety ("psychological and psychaitric problems-condition: mental anguish"). On an unknown date, the patient experienced scar ("complications from your essure removal procedure:major scarring"). The patient was treated with clonazepam (klonopin), sertraline hydrochloride (zoloft) and surgery (d&c, endometrial ablation, total abdominal hysterectomy,surgical removal of coils and total abdominal hysterectomy,surgical removal of coils with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, genital haemorrhage, female sexual dysfunction, dysmenorrhoea and scar outcome was unknown, the pelvic pain, back pain and abdominal pain was resolving, the menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, nausea, urinary tract infection and vaginal discharge had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, scar, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported essure removal on (B)(6) 2008. Medical records: total hysterectomy on (B)(6) 2009. Discrepancy noted in date of insertion- (B)(6) 2008. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date previously reported as: (B)(6) 2009. In current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date: previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2009. Discrepancy noted as per pfs: insertion date as per current fu: (B)(6) 2008 and essure confirmation test was done on same day. Current weight as of (B)(6) 2019: 215 lbs. Approximate weight at the time of essure placement 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; in (B)(6) 2008: result:perforation (uterus) , migration of essure device.. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet received, patient demographic essure start date, event date and outcome updated and treatment medication added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/migration of essure device location of device: uterus\1 coil was out in the uterus'), pelvic pain ('severe pelvic pain/ chronic pelvic pain'), menorrhagia ('menstrual hemorrhaging / menorrhagia/abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal vaginal bleeding') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and morbid obesity. (B)(6) 2009 - pathology reports: diagnosis: uterus, total hysterectomy: uterus showing changes consistent with endometrial oblation and focal residual I n a c t I v e appearing endometrium with tubal metaplasia. Cervix showing focal s t e n o s I s and focal squamous metaplasia specimen ( s ) received uterus pre -post operative diagnosis pelvic pain , pelvic adhesive disease , failed nova sure gross description: the serosal surface of the uterus is pink orange and smooth .the ecto cervix is tan white and smooth and measures 3.4 x 2 cm with a slit - like os that is partially stenotic . The specimen. Is bivalved to reveal a partially patent endo cervical canal measuring 2.7 cm in length . The uterine cavity measures 3.5 x 0 . 8 cm and is filled with tan ¿ yellow pasty material . The specimen is further serially sectioned to reveal no apparent endometrium . On (B)(6) 2008, hysterosalpingogram test showed, total bilateral occlusion. Previously administered products included for an unreported indication: pills from 2000 to april 2008, acetaminophen and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included budesonide;formoterol fumarate (symbicort), codeine phosphate;paracetamol (tylenol with codeine no.3) since 2008, fexofenadine hydrochloride (allegra), fluticasone propionate;salmeterol xinafoate (advair), meglumine amidotrizoate;sodium amidotrizoate (renografin), montelukast sodium (singulair), nsaids from (B)(6) 2008, paracetamol (acetaminophen) from (B)(6) 2008, salbutamol sulfate (proair hfa) and telmisartan (micardis). In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), back pain ("back pain/lower back area"), dyspareunia ("dyspareunia (painfull sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), urinary tract infection ("infection(bladder/urinary tract/vaginal)-type: uti"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced depression ("psychological and psychaitric problems-condition: depression") and anxiety ("psychological and psychaitric problems-condition: mental anguish"). On an unknown date, the patient experienced scar ("complications from your essure removal procedure:major scarring"). The patient was treated with clonazepam (klonopin), sertraline hydrochloride (zoloft) and surgery (d&c, endometrial ablation, total abdominal hysterectomy,surgical removal of coils and total abdominal hysterectomy,surgical removal of coils with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the uterine perforation, female sexual dysfunction, dysmenorrhoea and scar outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dyspareunia, fatigue, nausea, urinary tract infection and vaginal discharge had resolved, the back pain and abdominal pain was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, scar, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported essure removal on (B)(6) 2008. Medical records: total hysterectomy on (B)(6) 2009. Discrepancy noted in date of insertion- (B)(6) 2008. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006 in current follow up reported as: (B)(6) 2008 discrepancy noted in removal date previously reported as: (B)(6) 2009 in current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date: previously reported as: (B)(6) 2008. In current follow up reported as: (B)(6) 2009. Discrepancy noted as per pfs: insertion date as per current fu: (B)(6) 2008 and essure confirmation test was done on same day. Current weight as of (B)(6) 2019: 215 lbs. Approximate weight at the time of essure placement 125 lbs. Received treatment for-pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion; in (B)(6) 2008: result:perforation (uterus) , migration of essure device.. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- event outcome of pain was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation"), menorrhagia ("menstrual hemorrhaging") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ chronic pelvic pain") and back pain ("back pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2009, patient underwent a hysterectomy due to complications from the essure/ pelvic surgery). At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, pelvic pain and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 29-sep-2017: fup/ summons: event back pain, heavy and irregular bleeding added and chronic pelvic pain clubbed with previously reported event. On 17-oct-2017: coding request -processed with fu. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/migration of essure device location of device: uterus."), pelvic pain ("severe pelvic pain/ chronic pelvic pain"), menorrhagia ("menstrual hemorrhaging / menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding") and genital haemorrhage ("heavy and irregular bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. *(B)(6) 2009 - pathology reports: diagnosis: uterus, total hysterectomy: uterus showing changes consistent with endometrial oblation and focal residual inactive appearing endometrium with tubal metaplasia. Cervix showing focal stenos is and focal squamous metaplasia. Specimen(s) received: uterus, pre -post operative diagnosis, pelvic pain , pelvic adhesive disease , failed nova sure. Gross description: the serosal surface of the uterus is pink orange and smooth .the ecto cervix is tan, white and smooth and measures 3.4 x 2 cm with a slit - like os that is partially stenotic. The specimen is bivalved to reveal a partially patent endo cervical canal measuring 2.7 cm in length . The uterine cavity measures 3.5 x 0 . 8 cm and is filled with tan ¿ yellow pasty material . The specimen is further serially sectioned to reveal no apparent endometrium . On (B)(6) 2008, hysterosalpingogram test showed, total bilateral occlusion. Previously administered products included for an unreported indication: pills from 2000 to april 2008, acetaminophen and ibuprofen. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included fexofenadine hydrochloride (allegra), fluticasone propionate;salmeterol xinafoate (advair), meglumine amidotrizoate;sodium amidotrizoate (renografin), nsaids, paracetamol (acetaminophen), salbutamol sulfate (proair hfa) and telmisartan (micardis). In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), female sexual dysfunction ("apareunia"), nausea ("nausea"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (d&c, endometrial ablation on (B)(6) 2008 and total abdominal hysterectomy on (B)(6) 2009). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, female sexual dysfunction, fatigue, nausea, urinary tract infection, dysmenorrhoea, depression and anxiety outcome was unknown, the pelvic pain, back pain and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported essure removal on (B)(6) 2008. Medical records: total hysterectomy on (B)(6) 2009. Discrepancy noted in date of insertion: (B)(6) 2008. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2006. In current follow up reported as: (B)(6) 2008. Discrepancy noted in removal date previously reported as: (B)(6) 2009. In current follow up reported as: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: results: total bilateral occlusion. Diagnostic results: (B)(6) 2009 - pathology reports: diagnosis: uterus, total hysterectomy: uterus showing changes consistent with endometrial oblation and focal residual inactive appearing endometrium with tubal metaplasia. Cervix showing focal stenos is and focal squamous metaplasia, specimen (s) received, uterus, pre -post operative diagnosis, pelvic pain , pelvic adhesive disease , failed novasure. Gross description: the serosal surface of the uterus is pink orange and smooth .the ecto cervix is tan white and smooth and measures 3.4 x 2 cm with a slit - like os that is partially stenotic . The specimen. Is bivalved to reveal a partially patent endo cervical canal measuring 2.7 cm in length . The uterine cavity measures 3.5 x 0 . 8 cm and is filled with tan ¿ yellow pasty material . The specimen is further serially sectioned to reveal no apparent endometrium . On (B)(6) 2008, hysterosalpingogram test showed, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received outcome of event " abnormal bleeding" was updated as recovered. Concomitant drug was added. Onset date of event was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.